Manufacturer narrative:
No button error alarm was noted and all of the buttons functioned properly. No damage was noted to the keypad traces. The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.